Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that while working on a patient that had abdominoperineal rectum cancer, the device was being used with no issues. When the device was applied to the perineum and vagina, the device jaws could not be re-opened and the knife blade did not retract. The tissue was described as being hard. The instrument was manually removed from the tissue. There was no patient injury, bleeding or tissue damage reported. The device was returned for evaluation with the knife blade exposed from beyond the jaws.